Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The reported events of no pacing output, and premature battery depletion were not confirmed. The device was received with normal pacing output. Telemetry communication was intermittent from time to time. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found well above eri level. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics, consistent with the reported interrogation event. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
This device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the patient experienced fatigue and arrhythmia. The device was unable to be interrogated using inductive telemetry and loss of pacing was noted. The physician suspected the event was due to premature battery depletion. The device was explanted and replaced to resolve the event. The patient was in stable condition.